Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
A hospital reported that on an unspecified date they received a reading of 300 mg/dl on their adc blood glucose meter compared to a lab analyzer result of 22 mg/dl, received within 10 minutes of each other. The readings when plotted on a parkes error grid fell into the ''e'' zone showing the difference in values is clinically significant. It was further reported that after a three hour delay the patient was given unspecified amounts of dextrose at 7:50 am, 8:46 am and 11:55 am, in addition to an unspecified intravenous infusion at 10:00. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital reported that on an unspecified date they received a reading of 300 mg/dl on their adc blood glucose meter compared to a lab analyzer result of 22 mg/dl, received within 10 minutes of each other. The readings when plotted on a parkes error grid fell into the "e" zone showing the difference in values is clinically significant. It was further reported that after a three hour delay the patient was given unspecified amounts of dextrose at 7:50 am, 8:46 am and 11:55 am, in addition to an unspecified intravenous infusion at 10:00. There was no report of death or permanent injury associated with this event.